Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (1250 mcg/ml at 170.2 mcg/hr) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the pump replacement procedure in (B)(6) 2021, the catheter was not successfully aspirated, and since the time of the replacement, the patient had reported not feeling well. The patient had symptom return and flu like symptoms. On (B)(6) 2021, the patient was taken to surgery to further examine the catheter. The physician visualized physical damage to the sutureless pump connector on examination. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the recent pump replacement noting that the sutureless connector may have been damaged during the previous case. The damaged portion of the catheter was removed and then the physician attempted to aspirate the remaining catheter; however, he was unable to aspirate the catheter and unable to push saline through. The catheter was then trimmed at the most distal portion visible on the pump side and again the physician attempted to aspirate and flush the catheter without success. In total, 35.7 cm of the catheter was removed. The physician then determined that he would need to replace the entire catheter on a separate date. The pump was put back in the pocket and programmed to minimum rate. The pump was not attached to the 78.6 cm of the remaining spinal portion of the catheter. The physician was sending the patient home on oral medications and would plan a catheter revision in a couple of weeks. The issue was not resolved at the time of the report.